Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 452 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with currents within specification and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted. The motor passed the motor test. The pump had minor scratches on the lcd window, cracks near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarms noted on the alarm history screen.